Event description:
Further follow-up revealed with the physician identified that the patient had a leg infection two years after vns implant that spread to the chest. Cultures were taken and showed gram positive bacteria. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the infection.

Event description:
It was reported that the patient underwent generator and lead explant due to infection. It was reported that the infection was believed to be a result of an mrsa infection in the patient's leg and not to the implant procedure or device. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 06/11/2015. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on 06/15/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.